Manufacturer narrative:
Device used for treatment, not for diagnosis. Additional narrative: lee. W., park. J-y., chun. Y-m. (2017). Operative treatment of 2-part surgical neck fracture of the humerus: intramedullary nail versus locking compression plate with technical consideration. J orthop trauma, p.270-274. This report is for an unknown philos locking plate. (Unknown quantity/unknown lot). The investigation could not be completed; no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4). Information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article lee. W., park. J-y., chun. Y-m. (2017). Operative treatment of 2-part surgical neck fracture of the humerus: intramedullary nail versus locking compression plate with technical consideration. J orthop trauma, p.270-274. The purpose of the study was to compare the clinical and radiological outcomes of patients who underwent open reduction internal fixation with a locking plate, to closed reduction internal fixation with an antegrade imn for a 2-part surgical neck fracture of the humerus. The study included 69 participants who were broken into two groups. The first group, labeled group a consisted of 12 men and 26 women, a total of 38 patients, who all underwent either closed reduction and internal fixation with an imn (polarus; acumed, (B)(4)). The second group, labeled group b consisted of 11 men and 20 women, a total of 31 patients, who all underwent open reduction and internal fixation with locking plate fixation (philos; synthes, (B)(4)). The focus of this complaint will be on group b. The ages of participants in group b ranged in between 29 and 75, with the mean age being 58.6. There were no significant differences in functional and radiographic outcomes between the two groups. However, patients in group a experienced a significant amount of complications during healing, while only 7 patients in group b (the synthes group) experienced postoperative shoulder stiffness. Postoperative shoulder stiffness was defined as 120 degrees or less in forward flexion and abduction. If the stiffness was refractory to self-assisted rom exercises and physical therapy after 3 months postoperatively, intra-articular steroid injection was administered. All the patients affected arms were put in a sling for 6 weeks following the initial procedure. (B)(4). This report is for an unknown philos locking plate. This report is for 7 patients in group b (the synthes group) who experienced postoperative shoulder stiffness.